Event description:
The customer reported to olympus that the electrosurgical knife was in use for a therapeutic endoscopic submucosal dissection. The customer reported that the tip fell off in patient's body during procedure. The tip could not be recovered during the procedure. The procedure was completed with a similar device. This report is related to linked patient identifier (B)(6). No adverse effects to patient reported.

Manufacturer narrative:
The device has not been returned for investigation at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive cause for the broken knife wire was not established, however, 1)due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output is set too high. The output setting for activation was too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip.¿ olympus will continue to monitor the field performance of this device.